Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site telephone was shortened due to character limitations. The complete number is (B)(6).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) failed to automatically inflate when used. The patient was immediately removed from the machine and changed other treatment plans after discovering that the equipment was alarming. There was no harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: e1(event site postal code - (B)(6)), h6(type of investigation, investigation findings and investigation conclusions). Additional contact information: (B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. After inspection, the negative pressure is too high and the positive pressure is insufficient. The pump needs maintenance and the drive valve group needs to be replaced. The customer has been informed that the equipment is out of warranty and business communication is in progress.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(component codes & investigation conclusions), h11. A getinge field service engineer (fse) confirmed the reported issue and replaced the 5000-hour maintenance kit. Fse tested the device and it was worked normally. The device passed all factory-specified performance and safety index tests. The device has been delivered to the customer and can be used clinically.

Event description:
N/a